Manufacturer narrative:
Serial number incorrect should be (B)(4). The device history records for the sam 360p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 26th april 2018. The device was returned with the reported fault of ¿device constantly beeps¿. During the investigation the green status was observed to be flashing alongside a failure chirp. The fault was attributed to a failure of the red status led on the membrane which had resulted in a leakage current to beeper bp1. The fault could not be replicated with the red status led detached from the membrane. This would confirm the reported fault had been caused by the failure of the red status led. The device was subject to sam 360p final unit test ((B)(4)) at heartsine on the 26th april 2018 ¿ during this testing, no fault was found on the unit. This would therefore indicate the red status led had failed after this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 360p.

Event description:
Red status indicator and beep seen and heard. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator and beep seen and heard. No patient involved.